Manufacturer narrative:
The biomedical engineer was not able to duplicate the reported condition. The biomed reported that the room temperature at the time of the event was warm. The ventilator passed all testing and was returned back to use.

Event description:
The customer reported that the device generated a single instance of high blower temperature. The event occurred during patient use. The patient was transferred to an alternate ventilator as a result of the event. There was no report of patient harm or injury as a result of the event.

Event description:
The customer reported that the device generated a single instance of high blower temperature. Although requested, the information regarding patient involvement during use is unknown. There was no report of patient harm or injury as a result of the event.